Event description:
Patient ventilator started alarming "invalid gas ID" and then "low vte". It then appeared that the patient's chest rise had diminished greatly as well as a rapidly decreasing sp02 requiring resuscitation bag ventilation. The ventilator was changed out requiring the patient to undergo 15 minutes of resuscitation bag ventilation.